Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated that it ¿wasn¿t functioning right, wasn¿t decreasing their urine.¿ the device had worked ¿a little bit¿ for about 6 months, then started ¿acting up¿ and the patient had to start wearing kotex. Reprogramming was done to achieve stronger results, but it was unsuccessful. Per the healthcare provider, there was a 50% or greater symptom reduction. There were no direct device related issues with programming or sensations noted. The device was explanted. The reasoning for the removal was not solely attributed to the results, but rather the primary reason was that the patient needed an MRI. No outcome was provided with this event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v963078, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay.